Event description:
It was reported while using an unspecified bd pegasus catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the administration period, the tube wall ruptured and leaked, resulting in the overflow of the contrast agent.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.